Event description:
It was reported patient is reporting knee to be unstable approximately 8 months post implantation. No revision procedure has been reported. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2022-01780. Concomitant medical products: medical devices: vngd cr tib brg 12x63/67, catalog#: 183422, lot#: 010970; biomet por pri tib tray 67mm, catalog#: 141262, lot#: 349920; biomet finned pri stem 40mm, catalog#: 141314, lot#: 164650; ti low profile screw 6.5x45mm, catalog#: 103536, lot: 388660; ti low profile screw 6.5x25mm, catalog#: 103532, lot#: 713120; ti low profile screw 6.5x35mm, catalog#: 103534, lot#: 378430; ti low profile screw 6.5x35mm, catalog#: 103534, lot#: 284720. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Proposed component code mechanical (g04) - femur. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.